Manufacturer narrative:
Customer discarded the product.

Event description:
The user facility reported that there was a hair in the disposable sterile item found prepping for a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.